Event description:
Customer reported being hospitalized for high blood glucose levels. Prior to hospitalized customer was dehydrated and blood glucose levels spiked, then dropped again. Troubleshooting performed and pump appeared to be functioning as designed.